Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp unit and was able to verify the reported issue. The fse was able to boot the unit into the service mode and was able to check the fault logs. Unit displayed a 116 error which states: "a hardware and/or software failure that affects base to head communication over the coil cord. Troubleshoot base to head connections including the coiled cord and executive processor board." The fse checked all connections from the video generator board to the back plane board, as well as the executive processor board, and was unable to get the unit to boot in clinical mode. The fse replaced the video generator board and executive processor board and was able to get the unit to boot up. The fse then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was stuck on the bootup screen with a spinning wheel and would never boot up. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and there was no adverse event reported.